Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), received an inappropriate shock for supraventricular tachycardia (svt). Boston scientific technical services (ts) discussed that the rhythm was initially detected in a monitor only zone and increased to the ventricular tachycardia (vt) zone where no detection enhancements were applied due to the device being in redetection. Ts discussed programming options. No adverse patient effects were reported.